Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Event description:
B5: describe event or problem - additional informationd9: device - additional informationg3: date received by manufacturer- additional informationh2: additional information/device evaluationh3: device evaluated by manufacturer - additional information availabilityh6: adverse event problem component codes ¿ additional information

Manufacturer narrative:
(B)(4).